Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a continu-flo solution set was difficult to untwist from the patient's central catheter resulting in breakage. This was observed during a parenteral nutrition infusion on the evo iq infusion pump, when the nurse was attempting to remove the set. The set was "hard to remove"; therefore, a clamp was used to remove the set. This resulted in breakage where a part of the tip of the set remained inside the lumen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a3a: sex, b3, b5, d10 (add entries and update previous therapy date to 10/25/2024), h4, h6, h11. B5: it was further informed that a 101cm non-baxter venoclysis extension set and a non-baxter 120cm pressure monitoring/universal extension set was also used. H11: the actual device was not available; however, a photograph of the sample and two (2) retained samples were evaluated. Visual inspection of the photograph identified a non-baxter catheter with one lumen covered with white medical tape and the other lumen connected to a luer lock; the reported condition could not be identified. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the retained samples including air passage and underwater leak testing; no leaks or blockages were found. The reported condition was not verified on the photo or retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.